Event description:
Procedure started and surgeon stated that the grasper "just broke", jaw fell off. No patient injury. Piece was located and removed from the operative field. A new device was obtained and the case continued. Uneventful surgery.what was the original intended procedure?laparoscopic nephrectomy.device #1is this a laboratory device or laboratory test?no.